Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in patient's right eye. The lens was explanted on (B)(6) 2011 due to excessive vault, refractive change over time and blurred vision. The lens was exchanged for another lens.

Manufacturer narrative:
(B)(4). (B)(4).